Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, during the preparation and flushing of the sheath, the sheath began to take in more air. The air was aspirated, and the patient was not harmed. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. (B)(6).

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, during the preparation and flushing of the sheath, the sheath began to take in more air. The air was aspirated, and the patient was not harmed. The sheath was replaced and the procedure was completed successfully without patient complications. The device was returned.